Event description:
The patient reported an anchor or "something needs a revision." The patient was in the hospital over weekend and was not at home. It was unk what was the reason for hospitalization or whether it was device related. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).